Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 498 mg/dl at the time of incident. Customer states insulin pump had insulin flow block alarm and bent cannula. Customer has not tried all remedies. Customer states the insulin exited. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.